Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the forceps glue peeling could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for repair for the transducer being ripped off during preparation for use, making seeing of image not possible. There is not patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps cover glue was peeling. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps cover glue was peeling. Additionally, two sets of five ultrasound image elements are broken, the distal end rubber cover glue is chipped, and elevator channel is leaking. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.